Event description:
The customer reported that the product is shredding before use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, showing no manufacturing or inspection anomalies issued against this lot number. No physical sample was provided for evaluation. A photo was provided, and the reported condition was confirmed. Without a physical sample the exact root cause could not be determined. The production supervisor, manufacturing manager, and necessary production personnel have been made aware of the issue. This complaint will be used for tracking and trending purposes.